Manufacturer narrative:
Unit received with crack on the corner of the display window and a scratch on the display window. Unit had unresponsive button then button error alarm due to corroded keypad trace.

Event description:
The customer reported via phone call that the insulin pump's button was getting stuck. The insulin pump was beeping constantly. The insulin pump alarmed button error. The insulin pump alarmed check blood glucose first but she was unable to clear the alarm. Customer's blood glucose level was around 500 mg/dl. She took an insulin injection. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.